Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were set to p3-1.3 and they leaked a little bit, but the problem is that the stimulation hurts in their vagina all the time. Caller stated that it doesn't hurt as bad when they are up but it really bothers them if they go to bed and lay on their side; it hurts and they feel it all the time. Caller stated they have turned stim off at night and have done ok with their symptoms, and then the discomfort goes away and they can sleep. Caller stated they saw the doctor in december and the doctor said maybe it was just displaced a little. Caller stated they will tell them that it has not gotten any better. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Information was received from the patient. It was reported that they turned stim off for awhile because it didn't seem like it was working. Patient also mentioned when they turn stim back on "it kind of hurt". Patient also asked if they could have a x-ray of their back. The MRI facility was calling patient so was unable to confirmed with the patient MRI eligibility.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were set to p3-1.3 and they leaked a little bit, but the problem is that the stimulation hurts in their vagina all the time. Caller stated that it doesn't hurt as bad when they are up but it really bothers them if they go to bed and lay on their side; it hurts and they feel it all the time. Caller stated they have turned stim off at night and have done ok with their symptoms, and then the discomfort goes away and they can sleep. Caller stated they saw the doctor in december and the doctor said maybe it was just displaced a little. Caller stated they will tell them that it has not gotten any better. The patient was redirected to their healthcare provider to further address the issue. (B)(6) 2022 rtg0303313 (con): information was received from the patient. It was reported that they turned stim off for awhile because it didn't seem like it was working. Patient also mentioned when they turn stim back on "it kind of hurt". Patient also asked if they could have a x-ray of their back. The MRI facility was calling patient so was unable to confirmed with the patient MRI eligibility. (B)(6) 2022 rtg 0303313 (con): additional information was received from the patient. It was reported that they called back reporting the stimulation hurt for a day or two but is not bad now. Patient stated they might turn it up again today to see if it will improve therapeutic effect. Patient also has low back and waist pain which they think is caused by stenosis but wondered if it could be related to the interstim. Patient services reviewed potential adverse events and recommended patient seek medical opinion regarding their pain. Patient is getting injections in their back and wanted to know if stimulation needed to be turned off for that. Reviewed considerations for injection. (B)(6) 2022 rtg0303313 (con): additional information was received from the patient. They reported that if they increase amplitude to 0.8 it is painful in their vagina. Recommended decreasing stimulation to a comfortable level and reviewed option to try a different program. (B)(6) 2022 rtg0303313 (con): additional information was received from the patient. It was reported that they called in repeating previously reported events regarding overstimulation. Patient wanted to know if they could try a different program. Reviewed option to do so under the recommendation of the physician. Reviewed importance of monitoring symptoms and keeping stimulations at a comfortable level. Reviewed safety information regarding echocardiogram and stress test again.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that if they increase amplitude to 0.8 it is painful in their vagina. Recommended decreasing stimulation to a comfortable level and reviewed option to try a different program.

Event description:
Additional information was received from the patient. It was reported that they called back reporting the stimulation hurt for a day or two but is not bad now. Patient stated they might turn it up again today to see if it will improve therapeutic effect. Patient also has low back and waist pain which they think is caused by stenosis but wondered if it could be related to the interstim. Patient services reviewed potential adverse events and recommended patient seek medical opinion regarding their pain. Patient is getting injections in their back and wanted to know if stimulation needed to be turned off for that. Reviewed considerations for injection.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.